Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed troubleshooting options. The lead was observed to have been damaged from clavicular crush felt to be related to the patient performing push ups. An invasive procedure was performed one week later. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. The product is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.